Event description:
The customer reports that they encounter flipped images. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).